Manufacturer narrative:
Device malfunction is confirmed, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that during a routine office visit a high lead impedance reading was found noted on a system diagnostics test indicating a possible lead malfunction. No reports of falls or trauma were noted to indicate any damage to the vns therapy system. Treating physician reported that x-rays were done indicating a "lead fracture". Physician stated, "nothing yet will follow - clinically".